Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated an alarm. Blood was seen in the gas line entering the iabp. The iab was noted to be pierced. The patient was disconnected from the iabp. There was no patient harm or adverse event reported. This report is for the iab involved. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-03880.

Manufacturer narrative:
Updated field(s): describe event or problem, other relevant history, concomitant medical products. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was pierced. Blood was then seen in the tubing. The patient was disconnected from the console. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.